Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation and leg length discrepancy. Update dec 14, 2017: litigation received. In addition to what were previously reported, litigation alleges implant corrosion and friction wear resulted to toxic metal debris to be released into the patient¿s tissue surrounding the implant. The toxic effect caused pain, discomfort, inflammation, distress and limited mobility. Added new complainant information and stem product information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.